Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the 355ld trocar was being used in the case and lost the silicone gasket within trocar. The surgeon was unable to retrieve gasket and is still in pt. The surgeon was able to take a picture of the gasket, but it fell out of site and could not be retrieved. The case was also extended 45 minutes. Add'l info from rep: the director of or has requested our dr. On staff to call surgeon and also has requested a copy of the letter that notiifies the FDA of the incident. This letter is required by risk management dept. Clinical monitor left a message for surgeon to gain add'l info.